Event description:
Device 1 of 2: reference MFR. Report: 1627487-2013-10042. The patient has two scs leads from different lots. It was reported the patient is unable to feel stimulation on the right side of her body. Reprogramming did not resolve the issue. The physician is going to send the patient for x-rays as lead migration is suspected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.